Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for this event (reference 1825034-2013-01593 / 01595).

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2009. A subsequent revision was performed (B)(6) 2013, due to pain and elevated metal ion levels. No further information has been provided.